Event description:
It was reported that during an unspecified treatment procedure it was noted that the package was not labeled correctly.during preparation the physician asked for a 3.0mm x 60mm coyote balloon catheter; however the hub of the balloon catheter read 3.0mm x 80mm. The procedure was completed with this device. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).